Event description:
Pt underwent bilateral breast augmentation surgery in 1990. On 9/2/98 she was admitted for removal of silicone implants and implant anxiety. On 9/2/98 she underwent removal of bilateral silicone implants and bilateral open capsulectomy. Operative finding was bilateral capsular contractures and bilateral implant bleed.